Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: this c1 was a demonstration instrument, and a local staff member was conducting an operational check of the c1. He noticed that sometimes the rotary knob would not return when pressed. No patient involvement.